Event description:
The customer reported the ventilator failed the safety valve test during short self testing (sst). The ventilator was not in use on a pt, therefore, there was no pt harm or involvement. The respironics svc tech was able to duplicate the reported problem. The ventilator failed sst test due to safety valve cannot open. The svc tech replaced the safety valve and three station solenoid assembly to correct the problem. Extended self testing (est) was performed and the unit passed per operating specifications. Factory failure analysis reported no failures during testing of the safety valve and three station solenoid assembly, but reported contamination found on both parts. Failure to open safety valve during pt use would be likely to cause or contribute to a death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Three station solenoid assembly.